Event description:
The homecare provider (hcp) reported the following: (1) the pt stated the portable oxygen unit had frozen to the c41 after fill. (2) the pt became inpatient and kept hitting the release button. (3) the portable unit disengaged by "jumping" off the c41 causing nose and lip lacerations, and knocking out the pt's teeth. (4) the pt required stitches. In 6/97, the pt stated that he pulled the portable unit from the c41, ratheter than the portable "jumped" from the c41. The pulling force caused the portable unit to hit the pt's nose and lip. Product labeling instructs pts to not use force to disengage the portable unit if it becomes frozen to the stationary unit during fill (attached).